Event description:
Patient reported display screen of infusion device flickering and all the digits and symbols lighting up and disappearing. He indicated that it appears the device was going through the "start-up" mode continuously. Patient changed the power packs, but the display continued to flicker. As patient did not have a backup infusion device, company representative advised patient to switch to injection therapy. He did not report any physiological effects associated with this issue. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.